Manufacturer narrative:
(B)(4). Batch # l53p56. Additional information was requested and the following was obtained: what type of procedure was the device used in? - lobectomia pulmonalis. What type of tissue was being fired on? - pulmonary vein and pulmonary artery. Were the staple lines missing staples? -not reported. Were the staple lines the full 45mm long (firing was completed)? -yes. What was the appearance of the deployed staples (b-formation, irregular, legs straight, etc.)? -unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the staple line was not complete after the first firing with the white reload. They used hand sewing to fix it. After the second firing with the white reload, the staple line was still incomplete. They used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.